Manufacturer narrative:
On 23rd jan 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. A sensor replacement was approved for the user due to system performance.based on the initial escalation analysis a sensor replacement was approved, and an RMA was issued for further investigation. The sensor was returned for further investigation, and upon receipt, a visual inspection was performed, and no anomalies were observed and investigation analysis did not reveal any malfunction of the sensor.the transmitter was not returned by the closure of this complaint. A review of the data management system (dms) revealed that the sensor data showed a depressed signal and reference channels since insertion on (B)(6) 2025.the potential root cause for the reported failure mode may be related to an issue due to coagulated blood from the insertion process interfering with the interface of the hydrogel, leading to inaccurate sensor glucose readings. As part of resolution, the RMA was authorized for sensor and transmitter replacement. B4. Date of this report 22 april 2025. G3. Date received by the manufacturer? 22 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On january 23, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.